Event description:
Patient had posterior spinal fusion in 06. Since that time the patient has fallen multiple times in a nursing home. Films show that the screw at s1left has completely disengaged from the road. Setscrew appears to be in the screw head. Patient has osteoporosis and very poor bone quality. Surgeon does not believe that this is device related.